Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. A gradual increase was noted with latest measurements of 125 ohms. The patient noted beeping tones and latitude alerts were recorded. Technical services (ts) recommended further review by the physician to discard a lead impairment. The information from the field indicated the impedance change was likely related to a patient physiological condition. The physician decided to reprogram device settings and continue to monitor this device. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.